Event description:
Device 1 of 2: reference MFR. Report # 1627487-2019-02296. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention took place during which the leads were explanted and replaced. Surgical intervention addressed the issue.